Event description:
The customer reported that the system had no power (not boot). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fuses were replaced during the service call. The system was tested and found to be working as intended and put back into service.